Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) on arm2 due to extreme stiffness on pitch axis and hall encoder errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and during visual inspection, there was no problems related to reported issue. Error 23087 was noticed in lighthouse (aperture) and then installed usm on internal eft system and powered on. System powered on with no errors or failures, fa attached instruments and drape then drove system. During drive no errors or failures occurred, removed instruments and drape then power cycled and drove several more times and still no errors or failures. At this time could not confirm any stiffness on pitch or any errors. Fa cannot confirm reported issue (cnr) and no root cause determined. On 04/17/2025 upon further investigation, opened up the isa and found specks were visible on dof 6 lens. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, customer contacted technical support engineer (tse) and reported that they are getting repeated faults when attempting to drape universal surgical manipulator (usm) 2. Tse initially had customer e-stop the system and fault persisted. Tse then had customer perform a hard cycle on the patient side cart (psc), system homed and once customer attempted to install the drape the fault returned. The customer asked to do a second hard cycle with tse, once hard cycle was completed the fault was still present. Customer is going to attempt using system with three usm's the procedure was completing as planned with no reported injury.